Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the water trap filter on the electronic patient gas system (epgs) was cracked and air was leaking. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr) a replacement water trap filter was sent to the user facility to be replaced by the user facility's manufacturer trained biomedical engineer. During laboratory evaluation, the product surveillance technician (pst) attached the water trap filter to a lab use only epgs. He observed that the filter was cracked and was allowing air to leak out prior to reaching the epgs. Calibration was successful and the epgs maintained flow setpoints through its operating range. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.